Manufacturer narrative:
Patient weight was requested but unable to be obtained. The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high and resulted in moderate to severe paravalvular leak (pvl). During the procedure, the patient decompensated and went into cardiogenic shock. The patient was placed on bypass for support, however, was unable to come back without support. Subsequently, the patient expired the following day. It was reported that the patient was very sick prior to implant and was not able to tolerate and recover from the procedure.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.